Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the reprogramming appointment, diagnostics indicated high impedance on the thoracic lead contacts. Further evaluation indicated that lead was fractured. As a result, the patient's lead was explanted and replaced. Surgical intervention resolved the patient's issue.